Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming vxi testing. Reran failures - passed. Intermittent operation noted. It was further noted that the upper and lower cases were contaminated. The generator was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.